Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3487a-56, lot# v083355, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4)

Event description:
The patient experienced discomfort and heating at the implant site which started a number of years ago. The issue has been steady and it did not appear to have a pattern of when it occurred. The problem did not occur when the patient was in a specific position or when recharging. Palpating the ins did not have an effect on how the heating felt. The impedance measurements with reference electrode 0 were within normal range. Additional impedance measurements were done with electrode reference 2,8, 9, 14, 10, 15 which were also in normal range. The patient was programmed on group e 666, 3.301ma, 10- 11- 12+. The company representative later reported on (B)(6) 2013 that no testing was scheduled. The patient was not concerned about the heating sensation as it was very slight. This issue has not interfered with the normal stimulation the patient receives. The patient was happy with the stimulation. The indication for use was failed back surgery syndrome. If additional information is received, a follow up report will be sent.